Event description:
Three different events involving IV tubing. Two cases where the vent on the tubing did not function correctly. In the first case, the vent leaked medication. In the second case, the vent was not fitted properly where it was located. It was identified prior to use. In the third case, the connector site was cracked and resulted in leakage. FDA safety report ID# (B)(4).